Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It was reported that there was hanging plastic, damage, and foreign matter in the fluid path. All of these events were confirmed, and lesson plans/CAPA's were put in place. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility: small black particle in the patient connector (in fluid path).